Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An unknown balloon catheter was advanced for dilatation. During the second, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. The patient remained stable.